Event description:
Overdelivery reported. The pump was set to infuse normasol m at 60ml/h with a volume to be infused of 500ml. A nurse reported that after approximately one hour of infusion time, the pump alarmed for an unspecified "malfunction". Upon arrival in the pt room, it was noted that the full 500ml had infused. The pt was monitored closely and the IV infusion was discontinued. No adverse effects were reported. No additional info was available.